Manufacturer narrative:
The reagent lot number used for the initial result is 634813.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result from one patient sample tested on the cobas e411 disk. The initial result was not reported outside of the laboratory. On (B)(6) 2023 at 3:28 pm, the initial result was 35.0 pg/ml. This result correlates with the clinical condition. On (B)(6) 2023 at 4:53 pm, the repeat result was <3 pg/ml. It is not clear if the reagent lot number used for the initial result is 596381 or 634813. The reagent lot number for the repeat result is 634813. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer. He noted that the customer did not use rack/disk adapters for the 13 mm tubes. Product labeling states "inserting a roche rack cup adapter into a rack - use roche rack cup adapters to improve the alignment of 13 mm tubes. Warning ! Incorrect results and errors due to misaligned sample tubes not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. R always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The investigation determined that the clotting time was too short and the calibration signals were slightly low. The investigation determined the event was due to a preanalytic issue at the customer site (the customer did not use rack/disk adapters for the 13 mm tubes). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. The customer reported no further issues.